Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva s 24ga 0.75in kit w/ q-syte the needle could not be removed properly. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about failure to decouple the needle from the catheter of nexiva. According to the customer's verbatim report, after venipuncture, the needle was not separated from the catheter.

Event description:
It was reported while using bd nexiva s 24ga 0.75in kit w/ q-syte the needle could not be removed properly. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about failure to decouple the needle from the catheter of nexiva. According to the customer's verbatim report, after venipuncture, the needle was not separated from the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 29-apr-2022.: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used nexiva device. In addition, four photos were received for investigation. Upon inspection of the received unit and the photos it was identified that the back end of the winged adapter is damaged. Upon separating the tip shield and winged adapter the damage was very visible. Damage to the back end of the winged adapter may occur during multiple stages of the manufacturing process where the winged adapter is involved as a result of misalignment of the part or equipment. As the defect was identified post factum, it cannot be determined with certainty where the defect originated however it can be attributed to the manufacturing process. This defect is not very likely to originate in user environment as the defective component is in a location that is extremely unlikely to be damaged in the clinical environment. Operators perform station setup and retraction testing periodically per the quality and sampling plan. Additionally preventative maintenance is performed to ensure proper functioning of the equipment. A device history record could not be performed as the lot number was unknown. H3 other text : see h10.